Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, a central optic scratch was observed on the lens. The surgery was completed on the same day by removing the original lens and replacing it with the company lens. The initial description indicates that the surgery was completed without issue. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The lens was returned in three pieces inside the lens case. A small amount of viscoelastic was observed on the lens. The optic had been cut across the center, typical of removal. The lens was cleaned with klrp for further evaluation. The optic has a chipped area at the trailing optic gusset on the posterior surface. The optic also has a gouged area near the center of the posterior surface. This damage is similar in appearance to damage that can occur with a plunger underride. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported lens damage could not be determined. The optic has a chipped area at the trailing optic gusset on the posterior surface. The optic also has a gouged area near the center of the posterior surface. This damage is similar in appearance to damage that can occur with a plunger underride. The instruction for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.